Event description:
A customer reported to beckman coulter that the coulter lh 750 hematology analyzer, while running controls, leaked clear fluid onto the counter. The customer was wearing a lab coat, goggles, and gloves at the time of the occurrence. There was no report of injury or exposure to open wounds or mucous membranes, and the customer did not seek medical attention. The customer did not review the material safety data sheet (msds), but there is an exposure control plan in place at the facility. No erroneous patient results were generated and there was no impact to patient treatment. Beckman coulter field service engineer (fse) confirmed that the leak was diluent coming from a hole in black stripped I-beam tubing attached to the waste port of the diff mix chamber at vl48b. The fse replaced tubing and resolved the leak. The fse verified service activity performed per established procedures, and the results met published performance specifications.

Manufacturer narrative:
(B)(4).